Event description:
It was reported that during a wrist surgery, it was observed that the small battery drive device had no power. There was no delay to the surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to motor assembly or electronic control unit failure due to normal wear and usage over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.